Event description:
Koru medical became aware of a report stating during setup the syringe was loaded into the pump and when turned on, the syringe shot out of the pump. Attempted another time and it happened again. No one was injured. Another pump was used without difficulty. A return material authorization was opened for return of the pump to koru medical for evaluation. The pump was received by koru medical on (B)(6) 2024 and evaluated. The evaluation confirmed the pump had a clear crack in the nose of the pump near where the luer disc would go and is most likely the cause of the failure. It seems to be consistent with the pump being dropped. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.